Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On (B)(6) 2022, zyno medical received a complaint from a user facility representative. It was reported that "pump 619026 was not running correctly" and "1 hour infusions were finishing in 40 minutes." The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.

Event description:
This is a follow-up for the initially filed MDR.

Manufacturer narrative:
The service provider provided the investigation report on (B)(6) 2022. The actual device was tested. The device passed the flow rate testing. The flow rate deviation was -2.56%, which is within the +/-5% specification. The reported issue was not confirmed.